Manufacturer narrative:
Qn# (B)(4)

Event description:
The complaint is reported as: the dilator is kinked during use on patient. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. Visual inspection of the dilator revealed that it had a deformed tip. The tip was warped and folded outward. Microscopic examination confirmed the damaged dilator tip. The length of the dilator body measured 102 mm, which is within specifications of 95.2-108 mm per dilator graphic. The outer diameter of the dilator body measured 2.849 mm which is within specifications of 2.81-2.87 mm per dilator graphic. The inner diameter of the dilator tip was measured to be 0.038" , or 0.9652 mm, which is within specifications of 0.91-0.97 mm per dilator graphic. A lab inventory swg was able to be fully inserted with minimal resistance. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was warped and folded outward, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the dilator is kinked during use on patient. No patient harm reported. The device was replaced. The patient's condition is reported as fine.